Event description:
It was reported via social media that a stroke occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure. Approximately, 20 months later, patient sustained a stroke. A leak was noted to the device and the beginning of a clot was observed. Patient was restarted on anticoagulants. No further information is known at this time.